Event description:
A us distributor contacted zoll to report that battery charger/modem (B)(4) was unable to power up.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem power supply connector was physically damaged, preventing the battery charger/modem from powering up. The root cause for the damaged power supply connector could not be positively identified. No adverse event resulted from the defective battery charger/modem.